Event description:
During a follow-up visit, it was noted to advanced bionics personnel, that in 2001, one week after a revision surgery, the patient was hospitalized for a staph infection and was placed on IV and given oral antibiotics (unknown). The infection resolved and the device remained implanted.